Manufacturer narrative:
The advia centaur xp tniu assay has not been tested for interference with rheumatoid factor. This patient sample was run on an alternate method and produced a similar elevated result. An interfering substance cannot be ruled out. The customer's quality control results were acceptable at the time of the event, and there were no other testing issues with other troponin patient results. The cause for the elevated advia centaur xp cardiac troponin I (tni-ultra) patient results is unknown. Immunoassays are subject to a number of interferences including those caused by endogenous antibodies. Interference can occur because of heterophile antibodies, anti-animal antibodies and auto antibodies. Patients exposed to animals or animal serum products can be prone to this interference and anomalous values may be observed. The interfering antibodies can give rise to a falsely high result. The erroneous result is recognized as being inconsistent with the patient clinical picture. The laboratory procedures generally used to identify the presence of interfering antibody are serial dilutions to demonstrate a nonlinear response. An interferent may not necessarily be due to an interfering antibody but may be due to other exogenous interferences such as drugs, nutritional supplements and/or herbal medicine in the blood. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The interpretation or results section of the instruction for use states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The instrument is performing within specifications. No further investigation is required.

Event description:
A falsely elevated advia centaur xp cardiac troponin I (tni-ultra) result was obtained on an emergency room patient admitted for unspecified chest pain. The elevated result was questioned by the physician. The customer performed repeat troponin testing on an alternate advia centaur xp system and the result was elevated. The patient sample was sent to an alternate laboratory, troponin test method unknown, and the result was elevated. There was no corrective report issued by the customer. There have been other sample draws for this patient, and the troponin results have all been elevated. The physician is questioning if rheumatoid factor may be contributing to an elevated troponin result. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp tni-ultra results.